Event description:
While putting in femoral screw, smith and nephew guidewire broke in the patient. All pieces retrieved and x-ray taken to confirm. No harm to the patient. The original pack was thrown away. Numbers were provided from another available pack. The package was thrown away; however, the guidewires come in a box of 5, so the staff got the number off of the box.